Event description:
Pt stated she thinks her home nova max glucometer was not working correctly. It was giving high numbers. To verify pt statement, clinic nurse checked pt's glucose on 3 machines while in clinic. Home nova max 388 (serial# (B)(4)/test strip lot# 1020214149 exp 05/31/2016 home one touch = 95 clinic glucometer = 97. Nova test strips - test strip lot # 1020214149 exp 05/31/2016. Please note, I have previously emailed the FDA in regards to this lot and exp of test strip for other events in the past. These strips have been involved in other similar events reported by both the FDA and within my organization. Please refer to my (B)(6) 2014 email to (B)(4) requesting investigation into these test strips.